Event description:
It was reported that the right ventricular (rv) lead had fractured and dislodged due to twisting of the implantable pulse generator. The rv lead had exhibited no capture. The patient had experienced asystole. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.